Manufacturer narrative:
The samples was inadvertantly discarded by baxter limited-japan and therefore will not be available for analysis.

Event description:
Customer reports 1 unit containing 2ml of morphine hydrochloride and mepivacaine hydrochloride with normal saline had "high flow" during pt use. No further details provided. No adverse clinical reaction reported.